Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site with an artificial urinary sphincter (aus). A replacement surgery for all the components was performed. The physician felt the original cuff was placed in the right spot and there were no mechanical failures with any of the explanted components. The patient was good following the procedure.